Event description:
It was reported that the patient presented for a follow-up in the clinic with an unspecified infection. The device pocket was noted to red purulent discharge at site. The physician explanted the entire system- implantable cardioverter defibrillator (ICD), right atrial lead and right ventricle lead. The system was replaced on (B)(6) 2024. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.